Event description:
An overdose was reported. A pump and catheter revision were done. The new catheter tip was placed at t5-t6. The replacement took place at 10:30am; priming was finished at 11am, at noon the patient was talking and hungry. At 3pm the patient was unresponsive, had poor oxygen saturation, low blood pressure, and no spasticity. An overdose was suspected. The dose was reduced, 7cc of cerebral spinal fluid (csf) was withdrawn from port and the patient was transferred to intensive care unit (ICU) with rapid computed tomography (CT) scan en route. The patient was intubated overnight due to "poor blood gases, received a fentanyl drip and versed (it was not reported how much or the route versed was given.) It was also noted that the pump medication dose was changed "several" times down to 800, then down to minimum rate, up to 800, down to 600, down to 400mcg/day after a second episode of unresponsiveness, then up to 600mcg/day at 6pm the night before report. The pump remained at 600mcg/day, the patient experienced "some" increased tone and clonus. It was also noted that the patient had experienced altered mental status, overdosed symptoms, "complete" flaccidity, "unable to arouse" "poor blood pressure," "poor oxygen," labored breathing, and increased spasticity as dose dropped. It was later noted that the patient was extubated and discharged and that she was receiving therapy "although her dose was not at a true therapeutic level," that the neurologist did not want to increase the dose until the patient was stable for a "longer period of time."

Manufacturer narrative:
Concomitant medical products: catheter: model 8780, serial# (B)(4), implanted: (B)(6) 2013. Pump: model 863740, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4).